Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A (B)(4) pairing test was performed and passed. A review of the share log was performed and failed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.